Event description:
During a review in 2001 of a user request for guidance, the american red cross discovered a problem in the national biomedical computer system (nbcs). A previous donation (frozen deglycerolized red cell), from a donor with current x class assertions, was labeled with a biohazard label and shipped to a hosp. The incident was identified by the hosp upon receipt of the product. The region performed an investigation and found that x class assertions were placed on the donor in error. The product was acceptable for transfusion. The nbcs computer system is configured to allow the labeling and shipping of previous donated deglycerolized red cell to allow for the various timelines in lookback requirements. Arc policies rely on arc staff to perform a manual lookback process using approved standarized procedures and to destroy donated frozen deglycerolized red cells that are within the lookback timeframes. If the manual lookback is not performed according to procedures, the application may not prevent shipment of previously donated frozen deglycerolized red cells that are within the lookback timeframe.